Event description:
A medtronic representative reported a site navigation system camera that displayed intermittent tracking. There is a visible scratch down the lens of the positioning sensor unit (psu). No further details regarding the damage, or how it occurred, were made available. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement camera shipped to site 09/18/2014. Medtronic investigation of returned suspect camera finds that although the event log had not recorded any adverse events, the psu has many scratches on the housing, as well as, both lenses. A deep scratch on the right detector lens is preventing tracking to the far right side. Was unable to complete an aak test due to the spotting tracking, however, the test was also reading .44 mm, well above the .35 mm threshold. Physical damage - dented, nicked, scratched & bent. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.